Event description:
It was reported that the catheters in the patient's orders were dry.

Manufacturer narrative:
The reported event could not be confirmed. It was unknown whether the device meet specifications since no sample was returned for evaluation. The product was used for treatment purposes. A potential failure mode could be ¿inadequately mixed solution¿ with a potential root cause of ¿incorrect mixer speed or incorrect component sequence¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿if desired, use the adhesive label(s) to hang the package on a nearby dry vertical surface while preparing to catheterize." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheters in the patient's orders were dry.